Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant navion stent grafts were implanted in a patient for the endovascular treatment of an open surgical graft that had begun to degenerate. It was reported that during the delivery of the stent graft vnmf2222c96tu, the patients blood pressure suddenly dropped. It was indicated that the patient's aorta ruptured during the procedure. It was stated that the valiant navion vnmc2222c94tu was attempted to be implanted but wasn't, due to an unknown reason. Another valiant navion was successfully implanted to treat the ruptured aorta. It was reported that the patient expired the next day. It was reported there wasn't a relationship between the rupture occurring and any specific device used during the procedure no additional clinical sequelae were reported and the patient is expired.

Manufacturer narrative:
Additional information received: it was confirmed there was no issue or malfunction with the device vnmc2222c94tu ((B)(6)). At the time it was attempted to be implanted the patients blood pressure dropped and open conversion was then initiated so the use of this device was abandoned. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.